Event description:
It was reported to philips that the device did not turn on. There was no harm to the patient or user.

Manufacturer narrative:
A philips field service engineer went onsite and confirmed the reported problem: the device is not charging well. The customer was provided with a replacement device and it was confirmed the system was operational. The malfunctioning device was not returned to philips.